Manufacturer narrative:
Returned device was received wear and tear damage to enclosure, front cover, and line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer is leaking from front of case. No adverse patient effects were reported.